Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high crep2 creatinine plus ver.2 result for one patient sample. The initial result was 310 ¿mol/l and was reported outside of the laboratory. This sample had been drawn in the ambulance and was processed by the modular preanalytic analyzer (mpa). The physician found the result to be plausible and hospitalized the patient. In the evening, a new sample was drawn and the result was 78 ¿mol/l. On (B)(6) 2018, the original sample was repeated and the result was 77 ¿mol/l. The patient was not adversely affected. The reagent lot number was 31031401 with an expiration date of 30-sep-2018. The field service representative checked the gear pump and wash functions. The investigation was unable to find a definitive root cause. As the provided calibration and qc data was acceptable, a general reagent issue was excluded.